Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported by the sales consultant that an explant surgery of an adolescent lateral entry femoral nail due to persistent prominence and tenderness from the hardware was performed on (B)(6) 2013. The patient was originally treated for a mid-shaft femur fracture, date of implant unknown. The patient presented with pain during a routine office visit, date unknown, and the surgeon decided to explant the device. The patient was not re-implanted because the bone had healed. This report is on an adolescent lateral entry femoral nail. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Patient information. Date of birth (B)(6) while the patient¿s age (B)(6) on 11/12/2013. Expiration date was reported in error on initial, this is not a sterile product.

Event description:
This is report 1 of 3 for (B)(4).